Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th apr 2026, it was reported by an arthrex employee via email that ar-3740sp double loaded knotless fibertak, knee batch 15437960 broke during insertion. This was detected during lateral extra-articular tenodesis procedure on the same day. A broken fragment of approximately 1 mm from the implant holder fork remained in the patient despite attempts to remove it using available instruments. Additional information received on 5th may 2026 indicates that an ar-3710 drill socket, batch number 15549638, was also used by the surgeon during this surgery.